Event description:
The customer found particulate matter in the mini cap before use. There was no patient injury or medical intervention reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One unused set with original cap on dark blue connector and no cap on patient connector in reference to particulate matter was received. Set was visually inspected and one loose particle (chip) on the inside of original cap. The complaint was confirmed in the lab for particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The root cause was undetermined.